Event description:
During a pta treatment procedure, the coating came off of the amplatz super stiff guidewire when removing the drainage catheter duirng a nephrostomy drainage procedure. The procedure was successfully completed with this device. There were no pt injuries or complications and the pt status is reported as "fine" following the procedure.